Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The mechanical operation of the catheter was damaged. Visual analysis of the lead indicated damage during use. The analyst noted the shaft was cut completely and the tab was broken off. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the sheath on the lead introducer would not peel away and the physician was required to cut it away. No patient complications have been reported as a result of this event.